Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The allegation was confirmed basing on the visual inspection noted a cut approximately 670 milli meter in the outer insulation through the lumens with fractured coils that was likely due to induced damage during the surgery procedure. Moreover, the observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that the left ventricular (lv) lead was case of an attempted implant due to other or non product experienced. Additional information received which indicated that the sheath splitter cut the insulation on the lead. The lead was replaced with a same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the left ventricular (lv) lead was case of an attempted implant due to other or non product experienced. Additional information received which indicated that the sheath splitter cut the insulation on the lead. The lead was replaced with a same model and never in service. No adverse patient effects were reported.